Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was attempting to disassemble and exchange the proximal body for a reclaim stem when the collet teeth broke. It appeared as if the proximal body was cold welded to the distal stem as a number a things were tried to break the taper. This did add significant time to the case as the entire stem had to be removed and a new cemented stem was implanted.